Manufacturer narrative:
(B)(4).

Event description:
While removing silverhawk atherectomy catheter, it became tangled and twisted on the wire. The wire bent back causing a dissection and thrombus. The original procedure was ultrasound evaluation of the right groin - percutaneous right common femoral artery ultrasound guided access. Pelvic arteriogram. Left lower extremity selective arteriogram. Cannulation of the left posterior tibial artery. Left perineal artery percutaneous balloon angioplasty. Left perineal artery atherectomy. Filter placement. Infusion of tpa. Left superficial femoral artery percutaneous balloon angioplasty. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.